Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to correct a fracture of the right femur, the locking bolt was broken trying to remove it.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the broken locking bolt is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The implant surgery was completed without complication. The broken locking bolt does not present any risk of injury or death to the pt. Sign fracture care international will continue to monitor these events as part of our post market activities.